Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H10 additional narrative: investigation summary : the product has not returned to depuy synthes mitek, however photos were provided for review. The photo investigation revealed that rigidfix fem 3.3mm s/t xpin was broken at the medial part of the device. The overall complaint was confirmed as the observed condition of the rigidfix fem 3.3mm s/t xpin would contribute to the complained device issue. Based on the investigation findings, the potential cause is traced to a procedural variable, such handling of the device or product interaction during procedure. As per IFU, use instructions are provided, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes mitek quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Event description:
It was reported from china that during an anterior cruciate ligament reconstruction procedure, it was observed that the rigidfix fem 3.3mm s/t xpin device broke off, then all the broken parts were removed. Another like device was used to complete the procedure. There was patient involvement. There were no adverse consequences to the patient nor surgical delay reported. No additional information was provided.